Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: secondary surgical intervention, lens explanted and exchanged for longer lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+1.5/088 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with debris on lens. Visual inspection found no visible damage and debris on lens. (B)(4).